Event description:
N/a.

Manufacturer narrative:
Additional information - d4, d10, h2, h3, h4, h11. Corrected information - g4, g7, h6, h10. UDI information - (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and passed the test. The valve was dried. The valve was then pressure tested and passed the test. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmable could not be reprogrammed and was revised. Attempts were made to try to adjust the valve and were unsuccessful. A change from 120 to 160 was requested but after x-ray it is evident the valve is at 20. It is a children's valve without chamber witch has been removed.